Event description:
Clinical report states the patient was revised to address adverse local tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-28421. This report, 1818910-2013-13798, will be rejected. 1818910-2012-28421, will be kept for investigation purposes.